Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the vad was explanted for suspected thrombus. The patient was experiencing hemolysis for a month. Surgeon noted that the bend relief had come off and was partially obstructing the outlet. The device was successfully exchanged.